Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the pump had a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/21/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 10/28/2016 with the following findings: there was no evidence of short battery life observed in the pump history. In addition, there was no data available for review from the time of the alleged issue occurrence due to a continued use of the device. The pump electrical current draws were tested and were noted to be within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.